Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported by the spouse that the patient experienced a skin reaction. According to the call review, 3-4 days after putting on the new sensor and not having issues prior to the event date, the patient's arm become swollen and had an abscess at the insertion site. They had to go to ER. While at the ER, the patient had an ultrasound to check if there was any piece of the wire left in the patient's arm; however, nothing was found. He was given an antibiotic via IV and was discharged 6 hours later. The patient was taking unspecified antibiotics for 9 days. He was feeling better at the time of the follow-up call. The patient was in good condition at the time of report. No additional event or patient information is available.